Manufacturer narrative:
Concomitant product : 5076-58 lead implanted: (B)(6) 2008.

Event description:
It was reported that about six days after the implant procedure, the patient experienced shortness of breath and presented to the emergency room (ER) due to the left ventricular lead being programmed sub-threshold. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.